Event description:
Device malfunction: none. Symptoms/ae: nickel allergy. Time of symptoms/ae: after vessel closure. It was reported that a physician achieved hemostasis of an unspecified vessel after an interventional procedure. Reportedly, post-procedure the pt contacted the head nurse at the hosp to report being allergic to nickel, and complained of asthma problems. There were no reported pt sequelae. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.